Event description:
In 1994 pt. Underwent right mastectomy for breast cancer with immediate reconstruction. Becker 500 cc "teturedgel" implant filled to 325 cc. 2003 pt. Presented with noticable deflation right breast. 2003 removal becker implant, revealed a tear. Replaced with mentor gel 325 cc.